Manufacturer narrative:
The customer has indicated the complaint sample will be returned to (B)(4) for evaluation. Once (B)(4) receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer biomet. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the handle broke at the power adapter end while the surgeon was reaming the acetabulum. There was a two (2) minute surgical delay and the surgery was successfully completed with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was not returned to the manufacturer (greatbatch medical) so an evaluation could not be performed. The customer confirmed that the lot was either 56474987 or 56596263, but could not determine which one lot was involved in the incident. A manufacturing review was performed on both lots and no nonconformances or other discrepancies relating to the reported event were found. Lot 56474987 was manufactured at (B)(4) on 27 february 2014. Lot 56596263 was manufactured at (B)(4) on 30 july 2014. No further investigation is required. If the complaint sample or other information is obtained, the complaint will be reopened and subsequent medwatch will be submitted.